Manufacturer narrative:
An event regarding an abnormal ion level and corrosion involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to elevated chromium levels, and suspected corrosion of the head/ trunnion interface. Intra-operatively, corrosion was confirmed. A stem, head and liner were revised to a restoration modular stem construct, ceramic head, and mdm/adm liner construct. Rep provided explant pictures and reported that x-rays, medical records, and additional information are not available.